Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: although a probable root cause cannot be identified, scratches on the probe were observed during the investigation. It was determined that the cause was linked to the device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited scratches. There was no patient involvement.